Event description:
A pump displayed an altitude alarm, prompting the customer to report the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided tips to prevent future altitude alarms, and the customer was able to resume insulin delivery using the original cartridge without needing replacement.